Event description:
It was reported that the right ventricular (rv) lead sounded an alert due to out of range high superior vena cava (svc) and rv impedance. A set-screw problem was suspected, but was undetermined from x-ray. The patient was admitted for investigative surgery to determine the problem. The lead will be reconnected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 6945-65 implantable tachy lead, (B)(6) 2000. (B)(4).